Event description:
Membrane (plastic) occluding tube, thereby preventing air (oxygen) flow through tubing. Looks like machine did not "punch it out" during manufacturing process. Second incident on 7/12/94.